Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl with small ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not changed recently. It was reported a loss of prime alarm occurred overnight and went unacknowledged until the morning. This complaint is being reported because the alleged serious health event was attributed to a cartridge malfunction.